Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/not provided. Sex/gender: unknown/not provided. Date of event: unknown, not provided. If implanted; give date: n/a (not applicable). The cartridge is not an implantable device. If explanted; give date: n/a (not applicable). The cartridge is not an implantable device; therefore, not explanted. Initial reporter name: unknown, not provided. (B)(6). Initial reporter occupation: unknown, not provided. (B)(4). Device evaluation: the device was returned to manufacturing site for evaluation. The 1mtec30 cartridge was not returned in its original package. Visual inspection using magnification was performed to the returned sample and residues of lubricant material was observed on cartridge. No damage was observed to the cartridge. The condition in which the sample returned is consistent with a product that was handled and prepared for a surgical process. The complaint issue reported was not verified. Manufacturing records review: the manufacturing records for the device were reviewed. There were no discrepancies found during the mrr (manufacturing record review). The product was manufactured and released according to specification. A search in complaint system revealed that no additional complaints were received from this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the cartridge was perforated and its fragment entered in the patient's eye. The foreign material was removed by enlarging the incision. The procedure was completed successfully and no patient injury was reported. No additional information was provided.